Event description:
Complainant alleged that during a routine shift check by a clinician, the device will not power on. Complainant indicated there was no patient involvement in the reported malfunction.